Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter was displaying an ¿error 2¿ message during testing. The patient claimed she wastes ¿about every 3rd strip¿. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the patient. The patient reported that the alleged error message began to appear on (B)(6) 2016 at 9:00am when the patient attempted to test her blood glucose in response to symptoms of ¿headache, sweating and feeling lightheaded¿. The patient stated that she manages her diabetes with oral medication (metformin 250 mg twice daily), diet and exercise. Despite being unable to test her blood glucose due to the alleged error message, the patient claimed she consumed orange juice and felt better within about 30 minutes. During the follow-up call, the patient confirmed her symptoms did not worsen as a result of the alleged issue. The patient claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed the correct test strips were being used for testing and the correct testing process was being followed. The csr noted the patient did not have testing supplies available to test the meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient confirmed she was symptomatic prior to when the error message began to appear. Therefore, the meter did not contribute to the patient¿s symptoms. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.